Event description:
On (B)(6) 2014, the reporter contacted animas, alleging short battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings:a review of the black box showed one ¿low battery¿ warning along with one call service 052 alarm and one call service 054 alarm prior to the complaint date. A review of the alarm history showed multiple battery alarms. Current draws were found to be within specification. The battery compartment was observed to be cracked. The returned battery cap was able to fully tighten and the pump powered on normally. The pump case was removed, and there was evidence of moisture contamination observed. The complaint of short battery life could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.